Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0210848903, implanted: (B)(6) 2016, partially explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: 0210848903, ubd: 2018-02-02, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that for several weeks the patient felt more pain. The date (B)(6) 2022 is considered an approximate date of event (specific year known only). The drug dosage was increased, but the patient was still experiencing pain. As the pumphad to be replaced in a few months for normal battery depletion, it was decided to replace the pump and check the catheter. When opening the pump pocket, fluid was observed in the pocket and the catheter was broken. Factors that may have led or contributed to the issue was indicated as not applicable. The catheter was partially explanted on (B)(6) 2022. The pump and pump segment of the catheter were replaced on (B)(6) 2022. The issue was resolved as of (B)(6) 2022. The patient was without injury regarding their status as of (B)(6) 2022. The pump and portion of explanted catheter were to be returned to the manufacturer. The patient's gender, medical history, age and weight at the time of the event were unknown or would not be made available.

Manufacturer narrative:
H3: a partial catheter was returned and analysis of the identified a break in the catheter body. Analysis of the pump revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider via the manufacturer's representative (rep) on 2022-oct-26. It was reported that the date that the patient first began experiencing more pain was in 2022, but the hcp could not remember any more than "several weeks" prior to the date of the first report. It was also reported that the fluid in the patient's pump pocket was confirmed to be morphine. The catheter had a cut just past the pump connector and fluid was leaking into the pocket.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0210848903 implanted: (B)(6)2016 product type catheter h6: patient code e0307 removed to reflect the report that the fluid in the pump pocket was determined to be drug leaking from the catheter and not a tumor like collection of serum in the tissues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0210848903 implanted: (B)(6)2016 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.